Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown case, the device would not open and release the artery. The surgeon had to struggle with it to get it to release. No patient consequence provided.